Manufacturer narrative:
(B)(4). This report is associated to MDR# 1036844-2015-00279. The customer returned two damaged dilator components in connection with that case. This case and report have been created for the second product issue.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided two dilators labeled "a" and "b" with a guide wire protruding from the hub of dilator "a". Dilator a and the guide wire were assigned to the investigation for MDR 1036844-2015-00279. Dilator b was visually examined. The tip appeared damaged and microscopic examination revealed that it had been cut or torn off with a small piece torn away but still attached. This damage is not consistent with routine use. A lab guide wire was passed through the dilator and passed through with no resistance. A review of manufacturing records did not yield any relevant findings. Based upon the information provided and the damage observed, the probable cause for this complaint could not be determined. No further action will be taken at this time. If new information becomes available, this investigation will be reopened and evaluated.

Event description:
It was reported the procedure was being performed in the anesthesia/or. During insertion, the dilator was found to be closed at the distal end and could not advance over the guide wire. As a result, a new kit was opened and that dilator was used without incident. There was no delay in treatment and no patient death or complications reported.